Event description:
The customer reported that the screen goes black when sending events to pc, have to recycle power to get unit to function again. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).